Manufacturer narrative:
Age at time of event, age at time of event (unit), patient sex, describe event or problem, other relevant history updated to include information received (B)(4). If remedial action, type and 21 usc 360i(f) number updated. (B)(4).

Event description:
It was further reported that the patient presented with a st-segment elevation myocardial infarction and required an emergent cardiac catheterization. A sheath was placed in the right radial artery and angiography revealed a large clot burden in the mid right coronary artery. Resistance was felt while attempting to advance the catheter through the guide - the catheter was seen to be fractured on x-ray. Both the distal and proximal pieces remained connected by a thin wire and were removed with no harm to the patient.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of a fetch 2 catheter with no other devices. Visual and tactile analysis noticed 2 separations on the catheter shaft; one at 2.5cm from the strain relief and one at 57.5cm from the strain relief. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that a catheter break occurred. A fetch 2 catheter was selected for a thrombectomy procedure, target lesion details are unknown. The thrombectomy procedure was completed and upon attempting to remove the catheter it would not go through the sheath. They advanced the catheter back into the vessel, took an image of it, and found that the catheter had broken in half. They were still unable to pull the catheter through the sheath so they pulled the whole sheath and the catheter out together. The procedure was completed successfully with a stent. No patient complications were reported and the patient's condition was reported as "fine."